Event description:
Info rec'd indicates all four brake casters, when it brake, continue to swivel slightly.

Manufacturer narrative:
The tech found the casters were not locking properly. He replaced the four brake casters to repair the stretcher.